Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the water ingress in the cable and the water ingress in the imaging system was traced to component failure. In addition, the cause of the foreign object on the scope mount could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the autoclavable camera head to the service center for a separate issue. During the device analysis, the service technician identified that the device exhibited water ingress in the cable, water ingress in the imaging system, and a foreign object on the scope mount. There was no patient involvement.